Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that the patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week) nine days after the event onset. At the time of this report, the patient was still recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to care taker change. On the same day as the event onset, the patient was treated with vancomycin injection (1gm per bag, intraperitoneal, ongoing, frequency, and duration not reported) for peritonitis. One day after the event onset, the patient was hospitalized and was discharged the following day. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.